Manufacturer narrative:
The product was returned for analysis. This report will be updated upon the completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was surgically explanted. No additional adverse patient effects were reported.